Event description:
Doctor used radiesse filter on nostrils folds and have painful swelling. Led to bruises and puss and now open tissue wounds. Is the product compounded: yes. Quantity: 1 injection. Frequency: 1 in 2 years. Date the person first started taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Reason for use: for aging.